Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that when the pod was applied the cannula did not insert into the body, indicating unsure properly inserted. The patient did not notice the issue, and subsequently experienced elevated glucose levels; the patient's blood glucose levels rose to above 13.9 mmol/l (250 mg/dl). The pod was replaced after approximately one day and was worn between 5 and 24 hours on the arm. During this period, the patient administered multiple boluses through the pod as well as additional boluses via an insulin pen without success. Additionally, leakage from the pod was reported.